Event description:
It was reported that a novum iq large volume pump over-infused vasopressin during patient infusion in the intensive care unit (ICU). The primary nurse programmed the pump to alert infusion complete at 80ml so that the infusion did not run dry. When pump alerted that the infusion was 'complete' at the programmed volume to be infused (vtbi) of 80ml, the nurse observed the vasopressin was empty and dry. The nurse verified the pump was programmed correctly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.